Event description:
Information was received from a consumer regarding a patient with an implant able neuro stimulator (ins) for spinal pain. It was reported that the patient stated that their healthcare provider told them that there was going to be a new device. The patient stated that they were anxious to get the new device installed, because right now they did not have anything working in their back. The patient explained that they had four major surgeries on their leg in (B)(6), which were not related to the device and they turned their ins off for them. They then stated that they left their device off long enough so that when they turned it back on they could not get enough juice in the battery to get it charged. After their first surgery on (b)(6,) they stated that they waited too long. They stated that they waited probably until (B)(6) when they tried and realized there was a problem with it. It would not hold a charge. The patient stated that they also said that every time they would try to turn stimulation on, the stimulation was going down the leg they had surgery on, however the device had been programmed to do that. It was stated that it was not a good thing, (B)(6) use during their leg surgery they tried replacing the nerve in their leg and the last thing they wanted was to have stim go down their leg. It was horribly painful. It was reported that this occurred in (B)(6) 2017. Then they tried to move the stimulation higher up in their back because the patient had problems all the way down their spine. The patient state that they could not get it to hold a charge long enough. It took hours to try to get it to charge enough and it would not hold the charge it would just drop. This occurred in (B)(6) 2017. The patient¿s doctor told them that they had been having pain for so many years that they suggested that they tough it out, as sometime in (B)(6) a new device would come out and they would replace their current one with that. The patient mentioned one of their discs were impaired. The patient stated that the device was not on and had not been on since their surgery on (B)(6). The reason for the patient¿s call was to obtain the phone number of a manufacturing representative and to inquire if the new system was coming soon. The patient was redirected to follow-up with their hcp to get in contact with a rep and it was reviewed that the new device had been already approved and out. No further complications were reported/anticipated. Additional information was received on (B)(6) 2017 from the manufacturing representative (rep) clarifying what the patient meant by "nothing in their back was working". It was reported that this meant the patient wasn't getting great stimulation coverage in their back. The rep stated there was nothing unusual, the patient just wasn't receiving the relief they were hoping for. When the rep was asked if they were aware of the patient¿s device not holding a charge they responded saying ¿from what they could remembered there was an issue with where they were placing the charging plate, which they addressed with the patient and at some point, the ins was let into a deep-discharge¿. The rep stated that they believed the cause of the issues of the patient not having anything working in their back, not being able to get enough juice in the battery to get it charged, the implant not holding a charge and it taking hours to get it to charge enough were due to the issues noted above of there being an issue with placing the charging plate on the ins and the patient letting the ins go into a deep-discharge. It was reported that the patient's weight at the time of the event was unknown and the provided information was confirmed with the physician.